Manufacturer narrative:
Product analysis conclusion: the reported events could not be confirmed based on the limited films provided; therefore, the cause of the events could not be determined. Procedural angiograms showing the deployment of the stent graft were not available for assessment of the deployment difficulties. It is possible that the sharp angulation noted at the level of the descending aorta may have been a contributory factor, but this could not be confirmed on the available images. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted during the thoracic aortic stent graft intraluminal isolation surgery of a 200mm thoracic aortic dissection. It was reported during the index procedure, that (vamf3030c200te) stent graft was deployed and deployment process was followed. However, the stent delivery device became stuck during opening, and post-deployment, it failed to fully open. The delivery system was unlocked and opened by repeatedly rotating the handle slider of the delivery device and applying more than normal force which ensured the stent graft deployment although this resulted in stent displacement, impacting the surgical outcome. As a corrective measure, the procedure was completed using a vamf3030c150te stent graft. There was no damage noted to the packaging or to the delivery system prior to use. Per the physician the cause of the delivery issue was due to the stent getting stuck and post-deployment opening difficulty. It was said thrombosis, tortuosity and calcification may have contributed to the deployment issue. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Product analysis conclusion :one (1) image received captured the backend handle of multiple valiant captivia and one endurant device. The image confirms removal of the tip capture release handle. There is no damage visible to the handle. The reported deployment/expansion issues were confirmed based on the image review. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.